Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation it was determined that the device had vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. (B)(4) evaluated the device and observed that device had vibration. Therefore, the reported condition was confirmed. It was determined that this was due to worn bearings from excessive side loading. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.